Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate and could confirm the reported event. The root cause is a hole of the evaporator. The refrigerant fluid leaks and water enters the cooling circuit. This situation causes a damage of the cooling compressor. The compressor failure leads to an increase of the leakage current of the device and as a consequence the circuit breaker is tripped. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Corrective actions are in progress for this issue.

Event description:
Livanova (B)(4) received a report that the heater-cooler 3t system triggered the fuses when the cooling compressor switched on during priming and a gas noise was heard in the tank. There was no patient/user involvement.